Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device gave a "shock advised" prompt for a rhythm the complainant deemed non-shockable. Complainant indicated that the clinician used the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.